Manufacturer narrative:
Based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. All readings taken from the bg meter were found to be within spec. The pdm was found to function as intended. (Device available for eval: yes, date returned to mfg: 7/24/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: you should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. When you perform a control solution test, if the reading is within the control solution acceptable range, the built-in bg meter is working properly. With the built-in bg meter, checking your blood glucose requires a very small sample size, 0.3 microliters of blood. Checking your blood glucose chapter 4 / page 43: warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes chapter 11 / page 116: warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all time. The kit should include: several new, sealed pods. Extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries). A vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system). Syringes or pens for injecting insulin. Blood glucose test strips. Additional blood glucose meter. Ketone test strips. Lancing device and lancets. Glucose tablets or another fast-acting source of carbohydrate. Alcohol prep swabs. Instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. A signed letter from your healthcare provider explaining you need to carry insulin supplies and omnipod® system equipment. Phone numbers for your healthcare provider and/or physician in case of an emergency. Glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 119). Living with diabetes chapter 11 / page 119: avoid lows, highs, and dka you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient's bg (blood glucose) levels reached 471 mg/dl. The mother reported, that she and her daughter arrived to the hospital on sunday evening (B)(6) 2019. At the time of the call, on the evening of (B)(6) 2019, they were still at the hospital and reported they would be staying at least another night until (B)(6) 2019. She stated that she and her daughter got to the hospital and her daughter was already in dka. She believes because the pdm meter readings were so off (please see case #(B)(4)) and she wasn't getting the right amount of insulin. She stated the hospital is advising that she get the pdm replaced for this reason. The customer¿s mom reported they were ¿stuck in the ICU¿ at first but had been transferred to a regular room at the time of the call. The pod she was wearing was discarded upon arrival to the ICU because they put her on an IV with fluids. The reason they would not be released is that the pdm meter was still giving readings that were ¿way off¿ from the hospital readings and they would not be able to resume treatment without a working meter. The customer¿s mom was not able to provide a lot of specifics, but advised that when the pdm read 110mg/dl at dinner, the hospital meter read 198mg/dl; when the pdm read 59mg/dl & 79mg/dl, they hospital meter read 99mg/dl (no time was provided for this reading). The customer also reported that with the pod that was activated that day, she kept getting the message ¿pod status not available¿ even when she was right next to her (please see case # (B)(4)). Patient was reported vomiting and being nauseous.